Event description:
Patient has been complaining of knee pain for some time. She is status post right tka from 2007. Dr. (B)(6) got a bone scan which showed increased uptake in the proximal tibia. Revision surgery was planned. Upon entering the joint there was some metallosis observed in some of the soft tissues. The tibial extraction slap hammer was applied and the tibial tray was removed with minimal effort suggesting that the tibial tray was loose. The tibial tray was a size 3. Dr. B. Reamed the canal to 18mm and sized the tibia to a 4. The tibia was prepared and a #4 universal tibia with an 18 x 100mm press fit stem was implanted. Along with a 16mm insert.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 06-aug-2007. Based on the device identification the complaint databases were reviewed from 2007 to present for similar reported events regarding altr. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient has been complaining of knee pain for some time. She is status post right tka from 2007. Dr. (B)(6) got a bone scan which showed increased uptake in the proximal tibia. Revision surgery was planned. Upon entering the joint there was some metalosis observed in some of the soft tissues. The tibial extraction slap hammer was applied and the tibial tray was removed with minimal effort suggesting that the tibial tray was loose. The tibial tray was a size 3. Dr. (B)(6) reamed the canal to 18mm and sized the tibia to a 4. The tibia was prepared and a #4 universal tibia with an 18 x 100mm press fit stem was implanted. Along with a 16mm insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.